Manufacturer narrative:
Concomitant products: product ID 37744, serial # (B)(4), product type programmer, patient; product ID 37754, serial # (B)(4), product type recharger; product ID 39565-65, serial # (B)(4), implanted: (B)(6) 2012, product type lead. (B)(4).

Event description:
It was reported that the patient had the implantable neurostimulator (ins) repositioned from under the belt line where it was uncomfortable to higher above the belt line. It was done on day of report. Manufacture representative found out the day prior to report ((B)(6) 2013). It was reported that the patient was doing ¿fine¿ and patient was receiving appropriate therapy.

Event description:
Additional information received reported the cause of the event was pain at the implantable neurostimulator (ins) site. It was noted the patient had pain and a revision surgery. It was further noted the patient did not require hospitalization.